Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, implanted: (b)(6 2010. (B)(4).

Event description:
It was reported that the atrial lead dislodged during another procedure, and that there was low high-voltage impedance on the rv (right ventricular) lead. It was also reported that the previously capped atrial lead had experienced a noise issue. During the explant procedure for both atrial leads, the physician damaged the rv lead, so it was also explanted, and the atrial and rv leads were replaced. No patient complications have been reported as a result of this event.